Event description:
Customer reported calling the paramedics due to low bg's. Customer insisted the meter read 139 and their bg's were 33 at the time of incident. Customer was transferred to bd for further assistance. Cust was advised to monitor their bg's closely.